Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic gastric sleeve rep. Wasn't present for the case. Stated that as the grasper was being rotated 90 degrees, the tip of one jaw broke off. It has been confirmed that the jaws didn't fully detach and only a piece of the jaw broke off. Nothing fell into the patient as the piece just remained "dangled" from the jaw. The surgeon was grasping omentum tissue when the breakage occurred. There were no concomitant devices and it is currently unknown as to how the case was completed. There was no patient injury and the product is not expected to return as it was discarded immediately after use. The rep. Has mentioned that this has happened a total of 3 times. Additional information was received from [name], applied medical account manager, via e-mail on february 4th, 2020: "-they didn¿t know the dates of the surgeries. -they had to open second devices to complete the cases. -the right people did not know in time to get lot number for the graspers -these were bariatric cases. -the right people did not know about the device complaints until they were notified with the last case. For that matter they did not hear about the last case in order to get the grasper not a lot number. I will forward the e-mail string from the pa whom I spoke with." The e-mail between the rep and the pa have been attached to the complaint file. Additional information was received from [name],applied medical account manager, via e-mail on february 26th, 2020: "it was at point a, this may have occurred as the result of forcing the shaft to rotate while grasping tissue (not locked)." Intervention: opened a second device to complete the case. Patient status: no patient injury occurred.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: unknown bariatric surgery. Rep. Wasn't present for the case. Stated that as the grasper was being rotated 90 degrees, the tip of one jaw broke off. It has been confirmed that the jaws didn't fully detach and only a piece of the jaw broke off. Nothing fell into the patient as the piece just remained "dangled" from the jaw. The surgeon was grasping omentum tissue when the breakage occurred. There were no concomitant devices and it is currently unknown as to how the case was completed. There was no patient injury and the product is not expected to return as it was discarded immediately after use. The rep. Has mentioned that this has happened a total of 3 times. Additional information was received from [name], applied medical account manager, via e-mail on february 4th, 2020: "they didn¿t know the dates of the surgeries. They had to open second devices to complete the cases. The right people did not know in time to get lot # for the graspers. These were bariatric cases. The right people did not know about the device complaints until they were notified with the last case. For that matter they did not hear about the last case in order to get the grasper not a lot number. I will forward the e-mail string from the pa whom I spoke with." The pa stated that they have noticed this all along and is not something that they've only recently seen/experienced. It is unknown if anyone else has had this experience.